Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 6864116 number, and no non-conformances were identified. Manufacturing date: sep/16/2014. Expiration date: sep/15/2019. A manufacturing record evaluation was performed for the finished device 6860392 number, and no non-conformances were identified. Manufacturing date: sep/08/2014. Expiration date: sep/06/2019. Reason for device explant and/or reoperation: swelling, not feel right. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with two 375cc mentor memorygel breast implants. Post-operatively, the patient developed swelling on an unspecified breast side. The breast did not feel right. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since it was not specified which side had the swelling, both the left and right implant information will be provided. A supplement report will be submitted once clarifying information is received.